Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device indicated high out of range shock impedance measurements. Testing was performed and all measurements were appropriate. Therefore, the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Subsequent information was received that further testing was performed. A conducted 1.1 joule shock was performed which resulted in a shock impedance measurement of 102 ohms. A commanded shock was immediately performed which yielded an impedance measurement of 115 ohms. A 41 joule shock resulted in 110 ohms impedance measurements and an immediate commanded shock yielded 113 ohms impedance measurement. It was then advised that while the measurements were on the higher end of the range, there was no indication of a lead integrity issue. No adverse patient effects were reported.